Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was failed downstream occlusion (dso) calibration. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: 6/30/2025. One device was received for analysis of complaint that downstream occlusion (dso) calibration failed. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The complaint was confirmed, and the dso sensor was replaced. During verification testing, it was found that it was not detecting the cassette. The flex circuit was replaced, and the device was calibrated. Probable cause of complaint was dso sensor damage. The device passed testing post repair.